Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate plus profile 400cc saline breast prosthesis, catalog #:3502400, serial #:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device). The right device deflated after implantation. Deflation was confirmed by a physical exam. In addition, the patient developed ptosis in both breasts. It was also reported that in (B)(6) 2017 the patient underwent fat grafting in the left breast. This was successful in increasing the soft tissue of the lower pole of the left breast and decreasing her rippling. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 400cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 06/06/2019, mentor received additional information about the suspect medical device. It is a mentor smooth round moderate plus profile 400cc saline breast prosthesis, catalog #3502400, lot #6920775, serial #(B)(4), PMA #p990075, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).